Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported her blood glucose levels have been running high. Pt stated when she changed her infusion set yesterday it was kinked. Pt's normal blood glucose range is 80-130 mg/dl. Pt reported her blood glucose levels were in the 110-160 mg/dl range. Pt stated, the infusion sites did not leak. Pt no longer has the alleged infusion set. Pt inserts the infusion sets manually. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.